Event description:
On (B)(6) 2014, the reporter contacted animas, alleging the keypad was torn and the ok, up and down arrow keypad buttons were intermittently responsive. It was reported that the damage occurred prior to the response issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 04/02/2014-product analysis:the pump has been returned and evaluated by product analysis on 03/14/2014 with the following findings:the keypad was found to be torn and missing. Evaluation revealed that all keypad buttons were unresponsive. There was evidence of keypad contamination under all key contacts. All key contacts were found to be missing. The keypad flex cable was found to be torn at the contrast button. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.